Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawers 2-1 and 2-2 had broken side rails. A field service engineer (fse) identified a broken metal cage and the presence of excess medication within the drawer. The fse removed all cubie pockets using the hardware test application (hta), installed a new drawer, and reinstalled the cubie pockets. The drawer was restored to normal operation, and the customer verified functionality through inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 was broken off the rail. The draw was unable to close and sticking out of the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.